Manufacturer narrative:
The reported events of noise, low pacing impedance and lead damage were not confirmed. As received, a complete lead returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
During follow-up, myopotential oversensing and noise resulting in oversensing was observed on the right ventricular (rv) channel. Decreased pacing impedance was also observed on the rv lead. Isometric tests were performed and reproduced the noise. The physician alleged the cause to be lead damage, although it was not confirmed. The event was resolved by explanting and replacing the rv lead and device. The patient was in stable condition.